Event description:
It was reported that there are visible signs of contamination with microbial growth, within bd bbl¿ trypticase¿ soy brothtube. Confirmatory testing performed: ¿the microbial identification of this microorganism is acinetobacter species.¿ the following information was provided by the initial reporter: ¿to be clear: 1 tube was found to be contaminated.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 31-mar-2022. H6: investigation summary: material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1266853 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and torquing processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: ¿ the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. ¿ all autoclave parameters conformed to the validated cycle parameters for this product. ¿ the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1266853 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. There was no evidence of contamination from visual inspection. Two retention tubes were incubated. One retention tube was placed not 20-25 degrees celsius, and one retention tube was placed into 33-37 degrees celsius. At the end of a seven-day incubation period there was no evidence of microbial growth. Two photos were received to assist with the investigation: ¿ the first photo shows two partial tubes. Only the bottom of the tubes can be observed. The media in both tubes appear hazy or appear to have sedimentation. ¿ the second photo shows one tube from batch 1266853. The media does appear to be hazy. Returns were received to assist with the investigation. Fourteen tubes were received, in a tube rack, inside of a plastic bag, in a shipping box with packing bubbles. All fourteen tubes were from batch 1266853. All fourteen tubes were received in good condition. There was no evidence of contamination from visual inspection. The return tubes were incubated. Seven return tubes were placed into 20-25 degrees celsius, and seven return tubes were placed into 33-37 degrees celsius. At the end of a seven-day incubation period there was no evidence of microbial growth or turbidity of the media. Two return tubes were also plated on 5% tsa sheep blood media. One return tube was plated and incubated at 20-25 degrees celsius. One return tube was plated and incubated at 33-37 degree celsius. At the end of a seven-day incubation period, no microbial growth was observed on either plate. The complaint can be confirmed based on the evidence from the photos provided by the customer. The returns the color and clarity of the media was within specifications of the certificate of analysis: light yellow, to medium tan yellow, clear to trace hazy.

Event description:
It was reported that there are visible signs of contamination with microbial growth, within bd bbl¿ trypticase¿ soy brothtube. Confirmatory testing performed: ¿the microbial identification of this microorganism is acinetobacter species.¿ the following information was provided by the initial reporter: ¿to be clear: 1 tube was found to be contaminated.¿